Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device due to hydrocephalus. According to the report, the patient¿s csf pressure was not decreased. The report states that in (B)(6) 2013, the patient went to the hospital that the device had been implanted at to have the pressure level adjusted to 1.0. According to the report, the patient experienced loss of appetite, grumpiness, confusion, somnolence, and incontinence. The report states that in (B)(6) 2013, the physician adjusted the pressure level to 0.5, and that the symptoms became more pronounced. According to the report, the physician adjusted the pressure level back to 1.0, but the symptoms did not improve. The report states that the valve was then adjusted to 1.5. According to the report, in (B)(6) 2014, the patient went into a coma. The report states that the patient experienced another coma in (B)(6) 2014, and that it lasted several days.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.